Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), hyperhidrosis ("sweating"), feeling hot ("freaking hot"), anxiety ("anxiety") and stress ("stress"). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the genital haemorrhage, hyperhidrosis, feeling hot, anxiety and stress outcome was unknown. The reporter considered anxiety, feeling hot, genital haemorrhage, hyperhidrosis and stress to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4) concerning the injuries reported in this case, the following one/ones were reported via social media: anxiety, feeling hot, genital haemorrhage, hyperhidrosis and stress most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Removal surgery(medical device removal) was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), hyperhidrosis ("sweating"), feeling hot ("freaking hot"), anxiety ("anxiety"), stress ("stress"), ovarian cyst ("left ovary had a cyst") and mood altered ("moody / short fuse"). The patient was treated with surgery (medical device removal / hysterectomy / tubes removed and drained it). Essure was removed on (B)(6) 2013. At the time of the report, the genital haemorrhage, hyperhidrosis, feeling hot, anxiety, stress, ovarian cyst and mood altered outcome was unknown. The reporter considered anxiety, feeling hot, genital haemorrhage, hyperhidrosis, mood altered, ovarian cyst and stress to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Patient had her tubes removed as well as essure, and her left ovary had a cyst, so they drained it, she was wandering of her ovary is still asleep and that is why she was moody. Concerning the injuries reported in this case, the following one/ones were reported via social media: anxiety, feeling hot, genital haemorrhage, hyperhidrosis and stress . Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media was received. New events "ovarian cyst" and "mood altered" were added. Non-drug treatment for "genital haemorrhage" was updated. Reporter causality comment was updated. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.